Event description:
Reporter alleged blood glucose results of 200 mg/dl and 130 mg/dl with undosed test strips on the active s system. The customer reported no symptoms, treatment, or action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.